Event description:
Customer wrote message via social media stating that she used to wear insulin pump but has not due to malfunction. Customer states that insulinn pump misread blood glucose overnight and insulin pump stopped. Customer's blood glucose was above 300 mg/dl. Customer felt it too risky as she is trying to get pregnant. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).